Manufacturer narrative:
Intuitive followed up and obtained additional information. Customer had the piece that was broken off. It showed up.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the handheld camera head was observed to have a broken piece broken off and missing. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary finding of cable connector broken to be related to the customer reported complaint. The camera was found to have a broken cable connector. 3 out of the 4 legs of the connector were broken off. As a result of the damage, the adaptor was also found to be broken, and the light guide adapter was completely dislodged from the connector. The light guide adapter was not returned with the camera. Due to the damage, the qap (quality assurance procedure) could not be performed on the in-house system. Functional tests were not performed. A review of logs showed five instances of error 48221 (communications error). The camera was found to have delamination. The distal bend protection was found delaminated from the camera housing. The camera was found to have cosmetic damage on the camera housing. Both sides of the camera housing were found to have no labeling. As a result, the label markings were illegible. The probable root cause is attributed to component susceptibility to damage during use. Damage can result from mishandling the instrument, such as collisions with other instruments or hard surfaces.